Event description:
It was reported that a malfunction alarm occurred. The customer will continue to use the current pump or will revert to an alternate method of insulin therapy if needed. There was no adverse impact to the customer's blood glucose level.